Event description:
It was reported that the patient presented in the emergency room (ER) upon receiving high voltage (hv) therapy from their right ventricular lead. It was suspected that the lead had dislodged. The lead was explanted and replaced. The patient was stable.